Event description:
Further information was received from the physician that the device was not likely the cause of the event. The physician also noted that the device was used to treat the syncope event.

Event description:
Patient presented for a dosing appointment and passed out. The patient¿s mother felt that the episode was a seizure and it was noted that the episodes of passing out had began after the implant surgery. The patient¿s physician did not think the event was a seizure and suspects that the patient is experiencing vasovagal syncope. No other relevant information has been received to date.